Event description:
Event description guidant received information that out of the box, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.12v after a capacitor reformation. The device was not implanted.